Event description:
It was reported that after placing the catheter on the patient, the patient's temperature was not displayed on the monitor during temperature measurement. When a new catheter of another tray was used without changing the sensor cable, the patient's temperature was displayed correctly. This suggests that the sensor cable was unlikely to be the cause of no display problem, and the catheter might have any defect.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although a specific cause cannot be determined, potential root causes for this failure mode could be, ¿long shaft / short thermistor¿, "damaged thermistor", and "catheters are excessive pulled in cleaning." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "when catheter with temperature-sensing is used, connect lead wire to monitor with relay cable." "Do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement." "This device is compatible only with monitors requiring ysi 400-series type temperature probes."